Event description:
It was reported that this inflatable penile prosthesis (ipp) was revised as the pump was no longer functional. During surgery, the entire ipp was removed and replaced. No patient complications were reported.